Event description:
It was reported the patient had an unrelated surgery where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.